Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the subject device had an issue with the connecting valve/filter; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the endoscope reprocessor, had excessive foaming during the detergent cycle causing foam to escape from the lid. The issue occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and it was found that the there was an issue with connecting/valve\ filter issue. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The olympus field service expert (fse) was dispatched to the facility to do the evaluation of the issue and stated that the lid and gasket were readjusted, the d block gasket and grey endoscope connectors were replaced. Fse also stated that the equipment serviced and verified according to OEM instructions and hence the equipment passed the electrical safety test.